Manufacturer narrative:
A new injection molding supplier has been qualified to produce the plastic boxes used on this device. New molds were built and they will be used by the new supplier. The mold design has an improvement at the hinges and the snap fit which prevent them from breaking during separation. Also, the resin used in the cover is going to be changed to a more impact resist resin. Corrected data: h4-device MFR date.